Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2018. Customer's blood glucose level was 20 mg/dl at the time of event. Customer was not using auto mode feature. Customer was alleging insulin pump for over delivering because customer stated insulin pump was over delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.